Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was dying for quite a while. It was down to 10% at most. The patient¿s physician tried to do a nerve block until she could get a new stimulator, but he ¿kind of messed that up.¿ he ¿stuck the patient 6 times and couldn¿t find the place it was supposed to go.¿ the physician put in the dye and he still couldn¿t find it. The patient¿s ins was ¿turning itself off, turning itself on, turning itself up and turning itself down.¿ the patient was told that this was what the device did at the end of its life. A manufacturing representative came to the physician¿s office to check the ins and confirmed that it was dying. The battery was at end of service (eos) and it was replaced a few weeks prior to the report. The battery reached normal eos and no device malfunctions were noticed. The patient¿s device was in cycling mode. When it reached its eos, the device was doing its normal intermittent stimulation. The patient was doing fine after the replacement.

Manufacturer narrative:
Product ID: 7435 lot# serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3998, lot# lb5665, implanted: (B)(6) 2003, product type: lead product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).